Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints regarding this failure mode within this lot have been reported. The probable cause of the failure is a break in the core wire at the distal coil location due to torsional overload. The c ore wire was observed to be extremely twisted at that location. The distal coil easily unwound with minimal effort once the core wire became fractured. The torsional overload is also evident in the distal hypo-tube joint where the rotation and strain caused stretching of the joint and unwound the coil, during the procedure, the distal hypo-tube joint would have been contained within the guiding catheter based on the location of the hypo-tube to proximal coil joint. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
The customer reported that, during the procedure, the distal tip of the wire became stuck to a calcified region in a small side vessel branch. The distal coil of the wire became stretched when the doctor attempted to remove the wire. A medtronic launcher 6f (ebu3.5) guide catheter was used during the procedure. It was reported that the wire was successfully removed with the catheter.